Event description:
It was observed that during the device evaluation, the laparoscope exhibited the fiber bonding in the outer tube area (distal end) being damaged. The light guide lens of the insertion section was broken, therefore the light is dim or non-existent. The charged coupled device was broken and therefore the resolution was inadequate. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.